Manufacturer narrative:
The device was received by resmed and an evaluation confirmed the reported touch screen issue. The device was found to be charging per specifications. The top case was replaced to resolve the issue. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4)

Event description:
It was reported to resmed that an astral device failed to charge its internal battery and had an unresponsive touch screen. There was no patient harm or serious injury reported as a result of this incident.